Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the calcification was not so severe but the lesion condition was way more complicated than it seemed. The patient was in a good condition after the procedure and his cli symptoms were getting better. The device was reportedly not available for the manufacturer's investigation. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it is presumed that rotational force exceeding the product's design limit was inadvertently applied to the catheter while the catheter tip was trapped by the lesion. The accumulated force made the tip twisted and eventually led it fractured. There was no indication of product deficiency. The IFU states: [warnings] excessive repeat of insertion and withdrawal of this microcatheter may lower the performance of the hydrophilic coating. (Continuous use of this microcatheter with deteriorated hydrophilic coating may cause vascular damage. This may also increase the risk of trapped tip, resulting in an adverse event due to a damaged or separated tip.); [warnings] do not rotate this microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive rotations. If resistance is felt while rotating this microcatheter, do not proceed with further rotation regardless of the number of performed rotations. Identify the cause of resistance under fluoroscopy, and take an appropriate action. Never continue the operation without identifying the cause. (Continuing rotation may damage or break apart this microcatheter or damage the blood vessels.); and, [malfunctions and adverse events] separation.

Event description:
During ppi to treat an occlusion in the right plantar artery, an asahi guidewire was used under a support of an asahi catheter. After the guidewire crossed the lesion, the catheter was advanced to the lesion following the guidewire. When the catheter reached at the heel, resistance was felt so that the catheter was pushed and rotated in order to advance further. Because the catheter got stuck in the artery, the physician removed it from the vessel and found that its tip got separated. A non-asahi small-diameter balloon catheter was inserted along the guidewire for the tip fragment retrieval but failed. Then the guidewire was flipped to form a knuckle and hooked on the tip fragment in an attempt to retrieve the tip fragment, but it failed, and the tip of the guidewire got separated. Another guidewire and snare were used to retrieve the fragments but failed. The physician decided to leave the fragments in the artery, conducted poba, and reestablished the blood flow. The patient was kept under observation after the procedure.